Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: "subject: (B)(6) phs stemless ide study. Post-operative complication: instability - subluxation. Patient was lifting heavy weights at the gym; he felt instability in the shoulder and now has recurrent shoulder dislocations- in which he can reduce himself. The subject will undergo a revision, date to be defined."

Manufacturer narrative:
Please note correction to g1 (manufacturing site). The reported event could not be confirmed based on the evaluation done by hcp on the provided x-ray image. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. However on the available x-rays medical opinion was sought from an experienced independent medical expert as below. No we cannot confirm the event by these postoperative x-rays. In the image the implant is well positioned well aligned and well fixed. No signs of dislocation. In this case lifting heavy weights is a substantial risk. But there is not enough information provided to conclude this was case in this event. However more detailed information radiological and clinical about the complaint event as well as the affected device must be available in order to determine the exact root cause of the complaint event. If device is returned or any further information is provided the investigation report will be reassessed.

Event description:
As reported: "subject: 01-021 phs stemless ide study. Post-operative complication: instability - subluxation. Patient was lifting heavy weights at the gym; he felt instability in the shoulder and now has recurrent shoulder dislocations- in which he can reduce himself. The subject will undergo a revision, date to be defined.".